Manufacturer narrative:
The returned product was connected to a purge system and a purge leak at the sidearm filter was reproduced. Analysis of the provided field data logs confirmed multiple low purge pressure alarms throughout the case. Microscopic inspection revealed damage to the inlet neck of the purge sidearm filter. The root cause of the low purge pressure was a damaged purge filter. This damage most likely occurred due to excessive force during use with the retainer in place. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 77 year-old male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were purge pressure low alarms. The staff found that the patient¿s gown was wet and there was condensation within the purge sidearm retainer, and the connection was wet. The issue reportedly resolved when dropping the sidearm down at a 90-degree angle. As the purge pressure and flow was stable, the physician decided to manage the patient with the sidearm in this position. The sidearm was placed on an arm board, taped down, and allowed to hang at a 90-degree angle. The purge fluid was changed to 10% dextrose. Although the purge pressure and flows were stable, the leak continued to occur intermittently. The pump support remained. There was no patient injury reported.